Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a spinal fusion procedure from l3 to s1, the t20 screwdriver shaft tip broke. The tip fragment was suctioned into the canister and could not be retrieved. The procedure was successfully completed by using the expedium quick-connect poly driver to final seat the screw. There was no patient consequence. There was a surgical delay of five (5) minutes. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) t20 screwdriver shaft. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm5438502 was released in a single batch on may 06, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the visual inspection of the received device indicated that the distal tip of the device was broken. The broken tip was not received. No other defects were identified. The outer diameter of the shaft near the broken portion was measured within the specification. The drawings reflecting current and manufactured revisions were reviewed. The complaint condition was confirmed. A definitive root cause could not be determined, it is possible that the complaint condition caused by excessive torsional forces. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.